Manufacturer narrative:
Failure analysis revealed that the insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. No motor error alarm noted. The motor was tested outside the device and passed the motor test. The device was received with cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose reading is 300 mg/dl. Customer stated that the insulin pump alarmed during a bolus delivery. Customer is not sure why she is experiencing high blood glucose. Customer was expecting the insulin pump replacement. The blood glucose reading is now 540 mg/dl. Customer has treated with manual injection. Customer will reach out to her physician. Advised the customer that the insulin pump will be shipped. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.